Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a crack was found on the edge of the intraocular lens (iol) during the intraocular lens implant procedure. There was no replacement available so the procedure was completed with the iol. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the attached photo was reviewed. The photo showed the lens in the eye. The optic edge appeared to have areas that are cracked. Two metal instrument tips were observed in the photo. These instruments were most likely tools used for irrigation and aspiration. Associated product information was not provided. It is unknown if qualified products were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).